Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
A healthcare professional (hcp) reported via a manufacturer representative (rep) that there was a complication where there was a dislocation of the lead, which required surgery. There were no further complications that have been reported as a result of this event. The indication for use is unknown.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_unknown_lead, product type lead -correction made, there was a report of a dislocation of a ins, not a lead.

Event description:
A healthcare professional (hcp) reported via a manufacturer representative (rep) that there was a complication where there was a dislocation of the ins (implantable neurostimulator (ins), which required surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.